Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported getting "eligibility cannot be determined" screen while activ ating MRI mode. Caller confirmed there was no reason listed anywhere on the screen. Agent reviewed meaning of this screen and suggested closing all apps and attempting to reconnect again. When asked about proximity to the magnet room, caller said they were right next to the door. Agent suggested moving further away from the magnet room as well. Caller did this and stated they got "device not responding" message a couple times before being able to successfully connect to ins. Agent walked caller through steps to activate MRI mode and this time patient was able to successfully do so and confirmed full-body eligibility. Troubleshooting steps taken on the call resolved the issue.